Event description:
In may 2002, the pt reported intermittent sound. The external equipment was evaluated by the implant center. It was confirmed that the external equipment was functioning. On may 2002, the pt was seen at the implant center for device evaluation. Programming adjustments were made at that time and the pt reported pt could hear again. One june 2002, the pt was seen at the implant center for a reported loss of sound. External equipment was exchanged; however, the problem was unresolved. On june 2002, the pt was seen at the implant center by a co representative. Testing conducted confirmed that the device was no longer functioning. Revision surgery was scheduled.